Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, the right atrial (ra) lead dislodged causing a perforation in the right ventricle. This was confirmed by x-ray and computerized tomography (CT). The patient became compromised with low blood pressure being noted and developed a pericardial effusion. A pericardiocentesis was performed. The patient was transferred to another hospital for observation. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was a right ventricular (rv) lead that dislodged and perforated the right ventricle, not the ra lead. It was noted that the rv lead and ipg were explanted. Debridement treatment of the hematoma was performed post device explant.